Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic after experiencing a vibratory notifier for high, hv lead impedance measurements. It was discussed a possible issue with the rv coil. Lead replacement was considered. The lead remains implanted.